Manufacturer narrative:
Multiple attempts have been made to contact the facility to obtain additional info about this allegation without success. The flow transducer used on the aforementioned pt was not made available to welch allyn for evaluation. The distributor indicated the pt was wrongly instructed to bite down on the flow transducer by the clinician. Welch allyn does not know what the foreign material was or how it made it's way into the flow transducer. Welch allyn purchases and distributes the spiroperfect kit (catalog number 703554) and single-flow transducers (catalog numbers 703418 (25 pk) and 703419 (100 pk)) from (B)(4). Welch allyn informed (B)(4) in writing of this event on 03/14/2011; (B)(4) originally submitted a medical device report on or about 04/07/2011. Method code (other) - other device not returned, unable to confirm allegation.

Event description:
Welch allyn was made aware, through a distributor (B)(6), that an unknown foreign object was in the disposable spirometer flow transducer. Twice the pt had the object enter her mouth at the start of the procedure, but no report of the object going into the pt's windpipe/trachea. The pt spat the object out and continued with the procedure. There was no report of any injury as a result of this event and no report that pt inhaled the object.